Manufacturer narrative:
The product was sent to spacelabs¿ equipment service center for repair. The reported problem was verified. The power switch and pcb assembly power supply were replaced. The repaired unit passed all functional tests and was returned to the customer. The ¿is signal loss permanent¿ message displayed at the central monitor is a planned alarm alerting the customer to check the system. This report is complete and this particular issue is considered closed.

Event description:
It was reported that six telemetry channels displayed an "is signal loss permanent" alarm at a telemetry central monitor on (B)(6) 2016. The customer moved monitored patients to another telemetry receiver housing and resolved the problem. The customer removed the affected telemetry receiver housing from service. No injury was reported.